Event description:
The barcode scanner on the ortho summit sample handling system instrument misread the sample barcode. A barcode misread could result in a sample from one pt being misinterpreted for another. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
No investigation could be performed. The customer did not report the incident at the time of occurrence and provided no further details of the error.